Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): delay in the infusion time. The institution has monitoring the infusion time of the devices and the finished time is over that of the time established by the manufacturer. (48/50 hours). The pts are finished the treatments at 60 or 65 hours after to start the infusion.

Manufacturer narrative:
(B)(4). No sample is available for investigation. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.